Event description:
It was reported that the right ventricular (rv) lead had rising and unstable thresholds. There was loss of capture and sensing failure. A lead fracture was suspected. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator, (B)(6) 2004; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).